Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter. The occlusive cuff was downsized from 4.5cm to 4.0cm due to unknown reason.